Event description:
A malfunction alarm was reported, identified by the code "malf 0." There was no adverse impact on the customer's blood glucose level. The technical support team assisted the customer with resetting the pump, as the customer initially did not report or reset the pump themselves. Additionally, the customer currently does not have the charging pad and intended to call back to complete the reset process. Upon follow-up cts provided pump reset information and assisted caller with resetting the pump. Malfunction code did not reoccur. Customer may continue to use the pump. Cts instructed caller to call back if any malfunction code recurs. Caller acknowledged and understood.